Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient seen in clinic on (B)(6) 2016, lvad back-up controller had date and time error of 1/1/00 and internal battery failed to alarm upon double power disconnect. Site replaced his primary controller. And it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The controller was returned for analysis. The reported event of a real time clock error and no power audible alarm failure could not be confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. When disconnected from both external power sources, the controller emitted a no power alarm that met specifications for volume and duration. Additionally, the controller was able to retain the date and time over the course of an hour. No failure was detected, the reported events could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.